Event description:
The customer reported that the lh780 hematology analyzer failed to provide any instrument-generated differential flags for samples containing blasts and other immature cells. The customer did not provide any specific information regarding dates or frequency of occurrence for previous events. A single lh780 instrument printout was provided for one sample run which did not exhibit any instrument generated differential flags through blast cells (1%) and other immature cells were seen upon manual differential review. The erroneous test results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR is for analyzer 1 of 2. See MDR #1061932-2011-01371 for analyzer 2 of 2. A field service engineer visited the site and made adjustments to the lyse and quench volumes in order to optimize the differential. Quality control materials were run to verify the instrument's operation. The issue with this patient sample, however, was not resolved by instrument adjustment. The lh780 instrument was using version (B)(4) software with differential flagging preferences set at [3103], where high level was set for blasts and imm ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes), low level was set for variant lymphocytes and imm ne1 (immature neutrophils, primarily bands) was set to off. An analysis of the test data associated with this patient sample indicated an neutrophil population elongated on volume but this feature does not sufficiently distinguish it enough for the instrument software algorithm at the given settings to generate an imm ne2 or blast flags for this patient sample.